Event description:
Information was received that reported a pt was hospitalized in 2007. Per the reporter, the pt awoke at 2am the same day, vomiting, she tested her blood glucose and the meter read "high." She was transported to hospital where upon admit, her blood glucose tested at greater than 500 mg/dl. She was diagnosed with dka placed on an insulin drip & IV fluids. It was reported her last cartridge and site change was on the day before. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.